Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional trek rx device referenced is filed under separate medwatch report number.

Event description:
It was reported that during preparation, the 4.0x12 mm trek balloon dilatation catheter (bdc) was removed from the dispenser hoop and it was noted that the hypotube had been punctured by the stylet which was out of place in the packaging. Another 4.0x12 mm trek bdc was removed from the dispenser hoop when the same issue was noted. The outer packaging of both devices was not damaged. The devices were not used and there was no patient involvement. A new, same size trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported material split, cut or torn was confirmed as a tear on the guide wire exit notch. The reported device misassembled during manufacturing could not be confirmed due to the returned condition. A review of the production records was performed and revealed no related complaint assessment or manufacturing nonconformities. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the hypotube had been punctured by the stylet. Analysis of the returned device noted the tear to be on the guide wire exit notched. This type of damage is consistent with interaction between the stylet and guide wire exit notch. The noted damage can occur if the wire is inadvertently pulled against the balloon catheter. It is possible that inadvertent mishandling during stylet removal contributed to the reported damage; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, the 4.0x12 mm trek balloon dilatation catheter (bdc) was removed from the dispenser hoop and it was noted that the hypotube had been punctured by the stylet which was out of place in the packaging. Another 4.0x12 mm trek bdc was removed from the dispenser hoop when the same issue was noted. The outer packaging of both devices was not damaged. The devices were not used and there was no patient involvement. A new, same size trek bdc was used to complete the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the devices were prepped before the stylet was noted to be punctured through the hypotube and the protective sheath was present and intact. No additional information was provided.